Event description:
It was reported that during a sterotactic breast biopsy procedure, a grinding noise was occurring. Images were taken of the biopsy, and flakes of metal were seen. The biopsy was ended at that point. No further info available.